Event description:
Patient reported she was cleaning her pumps and when she loaded a new syringe into the pump rod was stuck and the cartridge must have been cracked because when she took out the cartridge it was half empty. Patient feels the cartridge was cracked and filled another syringe and restarted the pump without issue. Patient will call back if she has any other issues with pump. No other information available. Dose or amount: 29ng/kg/min. Frequency: continuous. Route: sq.